Manufacturer narrative:
Patient identifier: (B)(6). The field service representative (fsr) performed multiple troubleshooting actions including the replacement of the syringe assy and the arc tbg/sn tp wz, which resolved the issue. Return testing was not completed as returns were not available. A review of instrument service history did not identify any service or complaint issues that may have contributed to this issue and no additional discrepant results were identified. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the syringe assy and the arc tbg/sn tp wz did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the syringe assy, the arc tbg/sn tp wz, or the architect i2000sr processing module, serial number (B)(4) was identified.

Event description:
The customer observed false nonreactive architect (B)(6) ag/ab results for 2 samples and controls out of range low. The following data was provided: (B)(6) were initial reactive and repeated in duplicate = nonreactive. The samples were repeated on another analyzer = reactive. Additional data received: sid (B)(6) initial result = 85.87 s/co (reactive), repeats = 0.15 s/co and 0.27 s/co (nonreactive), repeated on (B)(4) = 2.77 s/co and 2.74 s/co (reactive) sid (B)(6) initial result = 119.28 s/co (reactive), repeats = 0.18 s/co and 0.10 s/co (nonreactive), repeated on (B)(4) = 3.12 s/co and 3.11 s/co (reactive) no impact to patient management was reported.